Event description:
Reporter noted complications with two pts. Feels this is due to 25 gauge trocar. Pt 1 of 2: horseshoe retinal tear due to vitreous incarceration in wound. Pt is doing very well with no vision loss.